Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified drain phase of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient line separated from the transfer set due to a loose connection, leading to this alarm. The transfer set is still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.